Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the power supply stopped working. The dc extension cable was switched out and the power supply worked properly. The hosp did not report any pt effects. The hosp will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).